Event description:
A report was received that the patient's ipg was not charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected with the ipg. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not charge her ipg. The patient had undergone a non-device related back surgery and it was not known if electrocautery was used during the procedure. In addition, the patient had experienced non-device related weight loss and the ipg was protruding close to the skin. The physician suspected ipg malfunction. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).